Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The area was red and firm to the touch. She removed the sensor on (B)(6) 2018; however, the area remained red and firm to the touch. She went to the emergency department on (B)(6) 2018, was evaluated and prescribed oral keflex, four times a day and instructed to apply warm compresses to the area. No additional patient or event information is available.